Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 530 mg/dl. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer reported that they were treated during the hospitalization. The customer reported that the drive support cap was loose. The insulin pump will be returned for analysis.